Event description:
On (B) (6) 2009, the patient reported he spilled a full cartridge of insulin inside the chamber of his infusion device. He said he was able to dry out the chamber with cotton swabs and it appears to be dry. He was assisted with following the proper procedure for filling and inserting the insulin cartridge. He tried several times to complete the process, but said he keeps losing the insulin. He was advised to attach the adapter and tubing to the cartridge prior to inserting it. He did so and an e1 (cartridge empty) displayed. He removed the cartridge and the plunger remained attached to the piston rod. Additional training was requested. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.